Event description:
The customer reported that there was a leak in the seat near the cap on two sets. The patient stated that the cap was tightened, but the cap didn't tighten down. She stated that there were no patient injuries or medical interventions.

Manufacturer narrative:
The device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time. A 2-year review of the product reporting database reveals no other reports, similar in nature, on the reported lot number.